Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that prior to the interventional procedure while wiping down the fielder xt 300 cm guide wire green material came off on the gauze from the wire prior to inserting it into the patient anatomy. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for analysis. The reported ptfe green coating scraped off was confirmed. A review of the lot history revealed no anomaly relating to the reported event and no other similar product experience reports. Based on the investigation outcome, it was presumed that the guidewire inadvertently contacted with a hard edge object such as a metal inserter [rotating hemostasis valve/rhv] scraping the ptfe coating; however, details could not be ascertained with the limited information. The manufacturing record showed no indication of product deficiency.